Manufacturer narrative:
Sections with additional information as of 24-aug-2023: h3: device evaluated by manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: meter and test strips were returned. Defect found on returned strips: lo / e-5. Reported defect not reproduced on returned meter. Product evaluation has been completed. Internal investigation has been completed and root cause selected. Root cause: rc-072: vial left open for an extended period of time.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were returned - product evaluation in-process. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for lo blood glucose test results. The customer is concerned with test results from results obtained of lo. The customer¿s expected am fasting blood glucose test result range is 107-121 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 08/31/2024 and open vial date is two weeks ago. The meter memory was not reviewed for previous test result history; the true metrix meter displayed the low battery symbol and powered off. Customer changed the battery on (B)(6) 2023.